Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 wont stop beeping. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n. Asset location: (B)(6). Patient or user involvement: no patient or user harm: no case description: customer reports their 8015 (sn: (B)(4)) wont stop beeping so they can send in for repair. Failure device type: failure problem type: failure mode: case resolution: walked customer through removing the logic board from their 8015. After removing logic board, beeping stopped. After reinstalling logic board, beeping did not restart. Customer will not send in 8015 for repair. Ended call. (B)(4).